Manufacturer narrative:
It is unk if it was the foot, knee, or hi/low running on it's own. Technician could not duplicate the issue and the bed is back in service and functioning properly.

Event description:
Account alleged that the foot end of the bed ran on its own. No injuries.